Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had thermal damage to the pulley cover. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the user was using this instrument from the beginning. The instrument and cable were connected correctly, and it was connected to the vio3. The damage was caused by using vio3 with double bipolar. The instrument was inspected prior to the start of the procedure and no damage was observed. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test.